Event description:
I used a regular absorbency kotex tampon and upon attempted removal, the [invalid] disconnected and came out. I spent more than 30 mins attempting to remove the tampon manually, but eventually required a visit to a dr's office for professional removal. Extraction from vagina using forceps. Suspect: yes; primary? Yes. Did the problem stop after the person reduced the dose or stopped taking or using the product? Yes; did the problem return if the person started taking or using the product again? Doesn't apply. Date the person first started taking or using the product: (B)(6) 2019; date the person stopped taking or using the product: (B)(6) 2019. Reason for use: menstrual period.